Manufacturer narrative:
There are no allegations of any issues with the nalu system and patient reported good pain relief while using the system.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022 to target the femoral nerve. Patient reported good therapy and good pain relief after implant. After several months of using the nalu system, the patient reported that there was no longer pain at the targeted location and thus the system was no longer being used. The unused nalu system was fully explanted on (B)(6) 2023 due to the need for medical testing for an unrelated condition.